Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - constructs: lcp hook plate/ screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: li y., tian q., leng k., guo m., (2021) risk factors for clavicular midshaft fractures after hook plate fixation for the treatment of neer type ii clavicular fractures, journal of international medical research volume 49(8), pages 1¿12 (china), doi: 10.1177/03000605211035898. This retrospective observational study was performed to analyze potential risk factors of clavicular midshaft fractures after hook plate fixation. From march 2009 to october 2018, 425 neer type ii clavicular fractures were surgically treated at the level I trauma center using various techniques. The surgical techniques included clavicular hook plate fixation (synthes, solothurn, switzerland), coracoclavicular fixation, and locking plate fixation. Adult patients ((B)(6) years of age) diagnosed with neer type ii fractures and treated with hook plates only were eligible for inclusion in this study. According to the selection criteria, 352 patients were enrolled in the study. All patients were divided into either the complications group (patients with midshaft fractures) after hook plate fixation with 21 patient (6 females, 15 males) age of (B)(6) years or the control group (patients without midshaft fractures) with 331 patient (113 females, 218 males) age of (B)(6) years. The following complications were reported: patient no 1, a (B)(6) year-old female had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no 2, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no 3, a ''(B)(6)'' year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no 4, a (B)(6) year-old female had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 5, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 6, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Further surgery to remove the hook plate and fix the fracture was performed. Patient no. 7, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 8, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 9, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Further surgery to remove the hook plate and fix the fracture was performed. Patient no. 10, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 11, a (B)(6) year-old female had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 12, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 13, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 14, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 15, a (B)(6) year-old female had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 16, a (B)(6) year-old female had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 17, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 18, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation . Treated conservatively with sling fixation. Patient no. 19, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. Patient no. 20, a (B)(6) year-old female had post-op clavicular midshaft fracture after hook plate fixation .treated conservatively with sling fixation. Patient no. 21, a (B)(6) year-old male had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation. 325 patients underwent removal of the hook plate during the 24-month follow-up period, in the control group. In the complications group, 20 patients complained of sudden pain in the affected shoulder; the remaining patient developed obvious skin tenting on the affected clavicle. This report is for an unknown synthes clavicular hook plate. This report is for (1) unk - constructs: lcp hook plate/ screws. This report is 20 of 20 for (B)(4).

Event description:
This report captures the reported event of a 48-year-old male who had post-op clavicular midshaft fracture after hook plate fixation. Treated conservatively with sling fixation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d2, d3, d4, g4-510k: this report is for an unknown clavicle hook plate/screws construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown.